Event description:
Dealer states that the wiring that comes off of the 4 way toggle switch has gotten cut due to the routing of the wiring. It was tucked under the arm assembly and over time it has caused the wire to split.